Event description:
It was reported that during follow up, decreased sensing and high threshold were observed. Fluoroscopy revealed the lead had dislodged into the right atrium and the proximal coil was in the device pocket. Twiddlers syndrome was suspected. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.